Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that alarm - error codes / messages/351.6660. There was no patient involvement.

Event description:
It was reported that alarm - error codes / messages/351.6660. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 30sep2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced linear sensor, front cover, rear case, left/right handle, front door, barrel clamp, module key lock label, left/right iui, internal frame, flange retainer, and wiper seal. A review of the device history record showed the device had a manufacture date of 09/30/2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the linear potentiometer. A review of the complaint history record in trackwise and sap was performed for (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui.

Event description:
It was reported that alarm - error codes / messages/351.6660. There was no patient involvement.